Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0100 and FDA-2014-n-0736-0015, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure 205 (fallopian tube occlusion insert) inserted in (B)(6) 2006. She was implanted with the essure device in6v 2006. It was the best option for her at the time because she had a bad pregnancy and the doctor refused to give her a tubal ligation at the time of delivery. Within the first year she started having issues that her doctors gave other diagnoses. Through the next 8 years she was diagnosed with interstitial cystitis, pelvic floor dysfunction, fibromyalgia, chronic back pain caused by arthritis, severe depression, irritable bowel syndrome, diverticulitis and migraines, insomnia, skin rashes, isolated spots of numbness and/or a scalded burning feeling of the skin, pungent smelling night sweats, metallic taste in mouth and her hair was falling out. She had her fallopian tubes and part of uterus removed in (B)(6) of 2014. She could not have a complete hysterectomy because of the pelvic floor dysfunction and she was prolapsing so severely. Since having them removed she had no longer migraines. Her lower back and joints have virtually no pain and she had only had one flare up of fibromyalgia. She has lasting effects, she was told that her adrenal system was bad because of the stress put on her body and she was diagnosed with hypothyroidism. She did not have these issues before essure device implanted. An abdominal x-ray was done since removal process to know if she may still have coil or pet fiber fragments remaining. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic back pain and diverticulitis. She had her fallopian tubes and part of uterus removed in (B)(6) 2014. The chronic back pain is serious due to required intervention and diverticulitis is serious due to its medical importance. The chronic back pain is listed while the other event is unlisted. In this particular case, both events occurred during the use of essure. Considering that the temporal relationship is compatible and there is no alternative explanation, the chronic back pain is assessed as related. However, the diverticulitis is assessed as unrelated because essure has a localized action in the fallopian tubes and it is unlikely that it would cause diverticulitis. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic back pain and diverticulitis. She had her fallopian tubes and part of uterus removed in (B)(6) 2014. The chronic back pain is serious due to required intervention and diverticulitis is serious due to its medical importance. The chronic back pain is listed while the other event is unlisted. In this particular case, both events occurred during the use of essure. Considering that the temporal relationship is compatible and there is no alternative explanation, the chronic back pain is assessed as related. However,considering the localized action of essure in the fallopian tubes it is unlikely that it would cause diverticulitis (unrelated). This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.